Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to flattened express, escape, act, down arrow and up arrow buttons dome switches. The insulin pump has cracked case at display window corners, cracked battery tube threads and minor scratched display window.

Event description:
Customer reported via phone call that they had a keypad anomaly. The blood glucose reading was unknown. The insulin pump will be replaced.